Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 90 mg/dl and the sensor glucose was 40 mg/dl or 50 mg/dl at the time of the incident. Customer reported that the sensor glucose versus blood glucose was at 40 point off during the night. Customer also reported to have received a recurring change sensor alert and troubleshooting was performed and completed. The blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Findings: inspected 1 random sealed guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.